Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 corrected fields: b5 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chips on the pink probe, missing adhesive around the light guide cover, and chipping on the light guide lens adhesive. A definitive root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: expected or random component failure without any design or manufacturing issues. Olympus will continue to monitor field performance for this device.

Event description:
It was unknown when the event occurred.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had a hole at distal tip. There were no reports of patient harm.